Event description:
Caller states the pt tested > 8.0 inr on the coaguchek s system and 3.8 inr on a comparison lab. Customer advised to hold coumadin until a 'good' reading could be obtained. No adverse event reported. Requested return of suspect system and replacement sent.